Event description:
((B)(4)). The dentist reported that after 1 month that the dental implant was installed in intra-oral region # 19 it was verified its non-osseointegration. Forty five ncm of primary stability was achieved and immediate load was not performed.